Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 500 mg/dl and customer¿s blood glucose at time of incident was 490 mg/dl. Customer did not feel okay to troubleshoot for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with bolus. It was unknown that auto mode feature was active or not at the time of incident. The customer did not alleged that insulin pump was under delivering insulin. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about blood glucose with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose at time of incident was 400 mg/dl.